Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer failed to address the low power alerts and charge the pump. Subsequently the pump battery depleted. The customer was treated with intravenous insulin and fluids and released (B)(6) 2016.